Event description:
The user reported that the self test failed due to leakage close to 1000 ml/min. The biomedical engineer determined that the leakage was above 1000 ml/min. No pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.